Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failed multiple times. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) had failed multiple times. The field service engineer reproduced the issue during testing using test software, where continuous clicking and failure to release were observed. The latch detent was replaced, and the rm was retested using the test software. All tests were completed successfully, and the system was confirmed to be functioning properly. The system functioned as intended after field service engineer repaired the device.